Event description:
It was reported by the customer that the device's shaft was broken during set up for the procedure. The tip breaking off can cause an infection risk. There was no know patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's shaft was broken during set up for the procedure. The tip breaking off can cause an infection risk. There was no know patient impact or delay to the procedure.